Event description:
It was reported that at the two (2) week post op, the patient complained of achiness and tenderness around the implant at tooth location #29. The patient was placed on clindamycin 300 x 7 days for infection. The patient called two (2) days later stating that they had more pain and a rash from the clindamycin. The doctor changed the antibiotics to keflex 500 x 5 days.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.